Event description:
It was reported that "uh1 head exchange. Wound was draining from 5 days ago. Wanted to wash out and decided to change the poly anyway. No problem with the implant itself."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital discarded the explanted device. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.